Manufacturer narrative:
Results: a review of the manufacturing records for the devices is currently in progress. A review of the manufacturing records for the devices verified the lots met all pre-release specifications. The imaging evaluation stated there appears to be a lack of wall apposition at the proximal end of the device. There appears to be contrast outside of the proximal end of the device. There appears to be lack of wall apposition at the distal end of the device in the rci. There appears to be contrast outside of the device on the arterial and delay phases. The findings are consistent with a proximal type I endoleak. Conclusions: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Manufacturer narrative:
UDI for rmt311413 lot # 7863451: (B)(4).

Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device is currently in progress.

Event description:
On an unknown date in 2011, a patient underwent endovascular aortic repair with gore excluder aaa endoprostheses. On (B)(6) 2016, it was reported the patient has a type ia endoleak. Images showed the abdominal aortic aneurysm increased in size by 2mm between (B)(6) 2011 to (B)(6) 2016. The images also showed a left common iliac artery aneurysm that had increased in size by 5mm. The patient is being monitored.